Event description:
Customer reported receiving a result of 61 mg/dl on their freestyle flash blood glucose monitor, and then sat down and went to sleep. Customer's husband and son came home to find the customer in a state of seizure. Customer's husband administered corn syrup in order to stabilize glucose levels. Shortly, thereafter, the customer's glucose was checked again and it registered at 243 mg/dl. Customer then ate and administered insulin as normal. As a result the customer' s doctor has prescribed a sliding scale of insulin.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once an investigation is complete.